Manufacturer narrative:
As reported, the fasteners of optifix fixation device were not fixating. Based on the information provided to date and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification. This MDR represents the optifix (device #3). An additional mdrs were submitted to represent the optifix (device #1, #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during one inguinal hernia repair procedure, the fasteners of optifix fixation device were not fixating (device #1, #2 - (B)(4) count, device #3 - (B)(4) count). It was reported that surgeon was an experienced user of the device but had issues this time during use. As reported, the area of fixation was not any bone or ligament and the fasteners that were not fixating were removed from the patient. There was no reported patient injury.